Event description:
It was reported that patient experienced ineffective therapy. Patient declined assistance to reprogram the system. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000120426. It was reported to abbott, a patient was not receiving adequate therapy and did not want to be reprogrammed. Surgery took place where the full system was explanted. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Corrected data: g2 - report source-foreign unchecked.